Manufacturer narrative:
Returned to manufacturer on: 04/05/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was cut in two pieces. Fibers/particles and residue of viscoelastic were observed on lens pieces indicating that the lens was handled and prepare for surgical use. Both lens haptics were observed slightly distorted. The customer's reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of birth: unknown, not provided. Date of event: unknown, not provided. As the lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) torn after insertion into the patient's eye. The lens was cut and removed and no difficulty or injury to the patient was reported. Additional information was received and it was learnt that the incision was enlarged and suture was used. No vitrectomy was performed. The procedure was completed successfully with a backup lens. The patient was reported being ok. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.